Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had failed battery test alarm. The blood glucose was 4.2 mmol/l at the time of the incident, then dropped to 2.0 mg/dl and now blood glucose was 9.2 mg/dl. Customer stated that, her insulin pump failed last night and changed the battery and 24 hours later she received a failed battery alert. Customer also reported that software error detected alarm. Customer was able to complete pump rewind. Error table indicates the pump should be replaced. Explained pump will need to be replaced and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery test alarm noted when the test battery was removed and reinserted. The unit was also monitored for 1 day with no failed battery test alarm noted. Unit was returned for pump error. Formatted history file analysis confirmed pump error due to software error. Unit had scratched case, cracked case at battery tube side extending towards the keypad, pillowing keypad overlay and cracked retainer.